Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a provider who stated that the device was alarming. The device is over two years old and was returned to the provider who tested the device and found the device to have low oxygen concentration. The provider reported that the device was visually and audibly alarming as per specification. Routine service is required for the proper function of the device. The device is not a life supporting or life sustaining device. The last end user to utilize the device was reported to have passed away. It is unknown if the device caused or contributed to the end user's death. Devilbiss healthcare will file an update if additional information becomes available.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information.